Manufacturer narrative:
Visual assessment of the device showed the inserter shaft is damaged in a circular manner approximately 3 inches from the tip. The anchor remains within the inserter shaft and the threads are damaged. The anchor threads contain human matter. The anchor eyelet hex is bent and stripped. The inserter hex is also stripped. The condition of the anchor eyelet and inserter hex is consistent with excessive force being placed on the device during insertion. Excessive force during insertion can cause failure of the suture anchor or insertion device. Device history review confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints of this nature for this manufactured lot number. Use error cannot be ruled out as a contributory factor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee collateral ligament repair procedure, the screw slipped out. The screw was removed and a backup device was utilized to complete the procedure. No patient injury or complications were reported.